Manufacturer narrative:
The revised implants were not returned for investigation. Post-op x-ray were not available. The session file from the case was retrieved. The revision was due to pf pain. The root cause for the pain, according to the surgeon, was misalignment of the pf component. Upon reviewing the session file, the plan that was developed by the surgeon matched the description from the surgeon. This indicates that the rio system and the implant system worked as intended. The cause of the misalignment was a poor planned implant location.

Event description:
Revision